Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during specimen retrieval on a laparoscopic cholecystectomy, the bag tore and the specimen fell into the patient¿s cavity. The incision was extended but more than one inch. They opened a new device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the specimen pouch was cut and disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the observed condition may occur if the specimen pouch contacts a sharp object and subsequently rips under tension. If information is provided in the future, a supplemental report will be issued.